Event description:
G7 dexcom sensors since we started g7 in (B)(6) 2024 goes into "sensor error" on and off from day 7-10. "Sensor error" and inaccurate readings can last up to 3 hours so my daughter does not receive blood glucose readings and her insulin pump can not dose insulin correctly. It is a constant issue the last few days of the sensors 10 day session. My daughter has been diabetic for 12 years and I have literally put a dexcom sensor on her every 10 days for the last 12 years, 2013 diagnosed. Dexcom has also been stingy with their replacement policy, and limit replacements to 3 a year, so during "sensor error" we have to wait the next 3 days, we get inaccurate readings from 30-100 points off from a finger stick. I do not want to stop sensor or dexcom will not replace. They will only replace if it says, "sensor failed" and that notification disappears if you don't catch it on time and will not show up in dexcom clarity. So, trying to prove the sensor failed is very difficult sometimes. My daughter has down syndrome and type 1 diabetes. The dexcom vastly improves her life though the accuracy, reliability and the sensor replacement with dexcom has caused major issues to the point we have to do more finger sticks to make sure the dexcom is working properly. We have been on g4, g5, g5 and g7 dexcom's. And have never had these issues until the last year or so. Join a facebook g7 issues group, you will see all the struggles people are having. Thank you.